Event description:
Additional information received reported the patient do not have concerns with their device and received assistance from their health care provider (hcp) or manufacturer representative on 2014-(B)(6).

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the ins only lasted 1.5-2 years. Additional information has been requested.